Event description:
A response was received from the patient reporting they were recommended to meet and speak with their pain management hcp and surgeon, but patient reports they haven't heard back from any of them. Patient reports they are still in pain, it burns and device still jolting. Patient adds they don't charge regularly as it is painful and they take medications to deal with their pain. Patient further states their device works very well in the night, but more painful when it rains or snows. Moreover patient feels something off as they state when device is fully charged to 100% it is very painful, when at 90% charge it feels ok, and when at 80% is ok but need pain meds to help them feel better. Issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep stated he would have reported the issue if he was made aware of it.

Manufacturer narrative:
Aware date of this reportable event updated to be august 11, 2023 based on new information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were jolts and burning sensation where the stimulator is. Sometimes pt stood up and it burned and jolted them. Patient had been getting this for a couple of months. Pt addressed it with the representative in april. The rep readjusted it from group a to groups a, b and c and that seemed to work for a while but now it is happening more frequently. Patient saw the healthcare provider yesterday and they looked at the implant and felt it but no further tests were done. The healthcare provider told patient to call and have the representative come out and look at the device. Asked the pt if they tried turning ins off. Pt said they had nerve ablations on both sides of their back. Patient turned stim down to 0. 6 and that was as far down as they went. Patient said they had not turned stim off at all. Redirected to healthcare provider. Information was received from patient stating their device is causing them problems and pain. : additional information was received from the manufacturer representative (rep). It was reported that the patient complained of in consistent ¿burning sensation¿ in the battery pocket. Upon visual assessment, the battery seems to be moving and bulging near the top. She also stated that she has had weight fluctuations recently. Rep interrogated her system and found that electrode #4 was out of range, however it was not being utilized. She also stated that the sensation can happen whether the stim is on or off. Rep advised her to schedule an appointment with her pain physician for further assessment.